Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while employing a continuous suture during skin closure in a open orthopedic procedure, the needle and thread broke. To resolve the issue, a new suture was used. There was no patient injury.